Event description:
The patient was implanted with a left ventricular assist device. In (B)(6) 2013 the patient was admitted for stroke symptoms. During that admission, the patient had an esophagogastroduodenoscopy and three bleeding arteriovenous malformations (avm) were found. No information regarding treatment of the avms was reported. The patient was started on heparin and restarted on coumadin at that time due to a diagnosis of embolic stroke. He was discharged home; however, he reportedly receives blood transfusions 2 to 3 times per month. Treatment with hormonal therapy was not successful and the patient is on thalidomide for ongoing gi bleeding. The patient refuses to be admitted and just wants transfusions. No additional information was provided.

Manufacturer narrative:
The date of event is estimated. The stroke referred to was reported under MFR #2916596-2013-01024. Approximate age of device - 10 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. The patient remains on vad support and no further related events have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.